Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 515 mg/dl. Customer advised they filled the insulin pump, completed the prime process and they received a no delivery alarm. Customer advised they repeated this process about 20 times and then received motor error alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer was advised to manually prime the insulin pump and the motor error alarm did not occur. Customer performed and passed both the self-test and displacement test. Customer received motor error alarm during prime delivery. Customer was able to resolve the issue with a set change. Customer was advised to monitor the insulin pump and call back if the issue persisted.